Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii catheter damaged or open unit package / seal where sterility of the product is compromised at 9:00 a.m. On (B)(6) the nurse in charge was routinely replacing an indwelling needle for a patient when she took one out of the box of indwelling needles and carefully examined the outer packaging, which was unsealed and found to be bent and unusable. The nurse immediately sealed the needle. The nurse immediately sealed the needle and took out a new one, checked that there was no problem, and then replaced the needle according to the normal operation procedure.

Manufacturer narrative:
1. The customer returned 3 photos, no defective sample. The photos show that the sku is 383033, the batch code is 2082610, the root of the needle is bent, and the bending angle is about 10 degrees. 2. DHR/bhr review lot-2082610 1.this batch of products were assembled at intima ii auto line 2 in april 2022, and packaged at cfs package line in april 2022. Work order quantity was (B)(4) ea. 2.review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3.review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no bent needle is found. Please see attachment for the inspection report. 4. The gauge of the product is 24g, the needle is thin and easy to bend. Abnormal collisions during product manufacturing, external forces such as vibration and extrusion during transportation or storage will cause the needle to bend. Conclusion(s): no abnormality is found on process and retained samples. The returned photos show that the root of the needle is bent. As no defective sample is received, further analysis cannot be conducted, the root cause of the bend in the needle cannot be confirmed, and the plant will continue to track and monitor such defects.

Event description:
No additional information provided.